Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The prograsp forceps instrument was analyzed, and the complaint was not confirmed by fa. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage or misaligned grip tips found. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted radical hysterectomy surgical procedure, excessive play at the jaw point was detected during insertion. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the initial reporter did not have further information to provide.